Event description:
It was reported that multiple malfunction alarms occurred intermittently. Customer's blood glucose level ranged from 95-135 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.